Event description:
The customer reported having a few reservoirs that leaked past the second o-ring. The customer stated that his blood glucose was 224 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.